Event description:
The customer reported approximately three cups of clenz cleaner solution leaked under the instrument and on the counter at the beginning of processing controls involving the coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face shield and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed fluid leaked at pinch valve pv49 due to a hole in the tubing. The fse replaced the tubing and resolved the issue. The fse replaced five separate tubes at pinch valve pv49 as a preventative measure. The instrument conformed to the manufacturer's published performance specifications. (B)(4).